Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt went into respiratory arrest and required CPR, intubation and isotopes after likely aspiration the morning of (B)(6) 2011. The pt then experienced subsequent hemolysis, heart failure symptoms and was developing leukocytes. A decision was made to exchange the lvad for another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues reported. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.